Event description:
Procedure: urogynecological. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, infection and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,per pfs, patient experienced some initial pain shortly after her original surgery in 2008 which continued. She complained of various pain issues during her follow-up appointments to dr. (B)(6) in 2008 and her husband was experiencing pain during sexual intercourse. Also patient suffered from bowel obstruction, chronic constipation and dyspareunia. (B)(6) 2008: underwent removal of small portion of the mesh for general pain, urinary problems, discomfort and painful sex. Yes. Following mesh revision surgery, she developed the below mentioned complications that required additional surgery. Symptomatic rectocele, constipation, abdominal pain, bloating, loss of urine with cough or sneeze, positive for urge, positive for nocturia, positive for dysuria. Reports constipation, splinting, difficulty with bowel movements, trouble urinating, urinary urgency, nocturia, hesitancy, leak with cough for months, incontinence, dyspareunia on insertion and thrusting diagnosed with grade 2 rectocele, urgency of urination - prescribed estrace 0.1 mg/gm vaginal cream. Sui, occasional urge incontinence and rectocele - planned for posterior repair, rectocele colporrhaphy and sling operation for stress incontinence. Underwent retropubic sling and rectocele repair with mesh under general anesthesia. Doing well. Incontinence resolved. Constipation and pelvic pressure improved. Vagina is well healed.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).